Event description:
The pump was returned for pneumatic valve leak failure (valve 4). The device was opened to perform pneumatic testing. The pneumatic system failed during hardware testing, indicating a valve 4 leak failure.

Event description:
The following has been reported: biomed reported: "it was reported that it was defective. When biomed turned on the pump the battery was low. Also, there was crack in back case by the power button. Biomed charged the pump overnight. Cleaned the av (actuator valve) pins and loading guide. While testing pump there was no problems. Patient harm: unknown. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 4). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.